Event description:
Info received indicates the brake caster is not holding when in brake.

Manufacturer narrative:
The tech found the brake detent; the cam pivot and the brake caster were broken. He replaced the three parts to repair the bed.